Event description:
It was also reported that there were low flow alarms that were due to the right ventricular dysfunction. The alarms resolved with volume and medical management and the patient was improving.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the submitted log files. Although a specific cause could not be determined through this evaluation, the account attributed the low flows to right ventricular dysfunction. A direct correlation between (B)(6) and right heart failure, as well as the reported tricuspid regurgitation, could not be conclusively determined through this evaluation. A direct cause for these events also could not be determined. The submitted controller event log file, which contains data from (B)(6) 2021 to (B)(6) 2021, contains transient low flow alarms. The pump appeared to operate as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure. It also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had slightly poor rv prior to implant ((B)(6) 2021) but was exacerbated and the patient suffered worsening tricuspid regurgitation (tr) and was unsuccessfully weaned off milrinone. The right ventricle could not keep up with the newly supported left ventricle. The patient was almost euvolemic but tr did not improve. The atrial valve did not open at 4800 rpm. Flows were between 2.5-3 and power around 3-3.5.